Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: never reuse cartridges or use cartridges other than those manufactured by tandem diabetes care. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. The pump user guide states: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer refilled old cartridges with insulin and inadvertently performed the load fill tubing sequence while connected to the site. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process. Customer re-loaded the cartridge to resolve the issue. Customer¿s blood glucose level was 136 mg/dl.